Event description:
It was reported that there were no abnormalities in the expansion of the balloon before insertion, but after insertion into the patient, the balloon was damaged and spontaneous withdrawal occurred four times. All the event was confirmed with the same lot and the remaining one was collected without being used. The user then used 29030j14 due to the lack of 119314. Similarly, there was a report drafted separately for spontaneous withdrawal due to balloon damage. Per investigator notification received via email on 12mar2023 stated that per samples received. (B)(4) samples were returned. 4 samples not in packaging appeared to be used with material number 119314 and manufacturing lot number nggs2164. (B)(4) samples in unopened packaging with material number 119314, 3 with batch number nggt3722, and 1 with batch number nggs3548. Per follow-up information received from ibc on 15mar2023, stated that there was no balloon rupture. The catheter had a balloon pinhole.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there were no abnormalities in the expansion of the balloon before insertion, but after insertion into the patient, the balloon was damaged and spontaneous withdrawal occurred four times. All the event was confirmed with the same lot and the remaining one was collected without being used. The user then used 29030j14 due to the lack of 119314. Similarly, there was a report drafted separately for spontaneous withdrawal due to balloon damage. Per investigator notification received via email on 12mar2023 stated that per samples received. 8 samples were returned. 4 samples not in packaging appeared to be used with material number 119314 and manufacturing lot number nggs2164. 4 samples in unopened packaging with material number 119314, 3 with batch number nggt3722, and 1 with batch number nggs3548.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.